Event description:
The IV tubing was primed with normal saline in the usual fashion. The IV pump kept alarming "error", so the nurse attempted troubleshooting of the fluid, patient line, and the pump. The pump was changed out, but the "error" alarm continued on the new pump as well. The patient's line was patent, and the nurse disconnected and ran fluid through the tubing again (essentially re-priming), however, the "error" message continued. The tubing was changed out, and no further issues were noted.